Manufacturer narrative:
Block b3: exact date unknown, event occurred over a week ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416700, model: sc-8416-70, serial: (B)(6), batch: 7073391/7074757.

Event description:
It was reported that the patient was experiencing increased weakness, right leg numbness, loss of strength in the upper extremities, multiple falls, pain and discomfort. Computed tomography (CT) scan was done and the results showed no apparent issues. It was also noted that the patient turned off the stimulator for a week but was having the same issues. The patient was admitted to hospital and underwent a spinal cord stimulator (scs) explant procedure however, patient still have arm and leg weakness. The explanted devices will not be returned as they were discarded.

Event description:
It was reported that the patient was experiencing increased weakness, right leg numbness, loss of strength in the upper extremities, multiple falls, pain and discomfort. Computed tomography (CT) scan was done and the results showed no apparent issues. It was also noted that the patient turned off the stimulator for a week but was having the same issues. The patient was admitted to hospital and underwent a spinal cord stimulator (scs) explant procedure however, patient still have arm and leg weakness. The explanted devices will not be returned as they were discarded. Additional information was received that the patient was doing well postoperatively.